Manufacturer narrative:
Device was initially received for the complaint that the device was beeping in occlusion with no reason and the customer had to remove the battery to turn it off. During investigation found the found damaged dso seal. This malfunction makes the event reportable. Review of event log/alarm history found no event history related to the current complaint. There was no 12-month service history reported. The visual and functional testing was performed. The visual test was performed and found damaged dso seal and got replaced. The primary problem was the defective dso sensor and was replaced. After the repair the device must pass all functional tests before it will be shipped back to the customer.

Event description:
It was stated that the device was beeping in occlusion with no reason and the customer had to remove the battery to turn it off. During investigation found the found damaged dso seal. This malfunction makes the event reportable. There was no patient involvement.